Manufacturer narrative:
T:flex user guise states: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. A system check was performed and the occlusion was found to be within the infusion set tubing. Tandem technical support (cts ) advised the customer to change their infusion set tubing in order to resolve the alarm. Reportedly, the customer uses apidra in their cartridge. Cts informed the customer that apidra is contraindicated for use with the pump.